Event description:
During a routine vent check, the respiratory therapist found the upper lip stabilizer had fallen off of the et tube holder. The et tube holder was replaced. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The manufacturer reports that the upper lip stabilizer had fallen off possibly due to user error or the device not handled per IFU. They also report that power choice had carried out the static test (sampling check) as per the astm 2726 for each lot produced. There were no lots rejected. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed and a root cause could not be established.

Manufacturer narrative:
(B)(4).

Event description:
During a routine vent check, the respiratory therapist found the upper lip stabilizer had fallen off of the et tube holder. The et tube holder was replaced. No patient injury or harm reported.